Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6.

Event description:
Upon reviewing the new information received where the hcp confirms that no filler was injected in (B)(6) 2024.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® ultra 3 in the lips. About two weeks post injections, the patient experienced ¿some nodules and local massages are indicated.¿ approximately one and a half month later, the patent was injected again with juvéderm® ultra 3 in the lips. A few days later, the patient experienced ¿mobile nodules are evident in the submucosa that are drained with a needle.¿ after two weeks of symptoms continuing, the patient was treated with hyaluronidase and an oral corticosteroid cycle. About one month after, the patient had a lip ultrasound and showed no evidence of tumors in lower lip. The hcp additionally reported that eight and a half months before the first injections with juvéderm® ultra 3 the patient was also injected into the lips with an unspecified dermal filler. Symptoms are ongoing.